Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Total right knee replacement. Insert trial size 4, 9m and 11mm cracked. No adverse consequence to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a cr tibial insert trial #4-11mm was reported. The event was confirmed. Method and results: device evaluation and results: on the bottom side of the trial there are breaks and missing pieces along the edge of the device. There are many scratches and gouges in many areas of the device. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for this lot. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
Total right knee replacement. Insert trial size 4, 9m and 11mm cracked. No adverse consequence to the patient.